Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving insulin through the infusion set tubing. Tandem customer technical support (cts) confirmed in the pump history that an occlusion alarm had occurred. The customer's blood glucose (bg) was in the 400 mg/dl range and an insulin injection was used to address the bg level. The customer declined cts's offer to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.